Event description:
A baxter service technician reported finding a colleague infusion pump with the channel b stop key that is not working. This event occurred during product evaluation for a pump recertification (B) (4). The pump came from baxter inventory. The uim (user interface module) software is (B) (4), categorized as unremediated. There is no further complaint information available.

Manufacturer narrative:
(B) (4) the pump was received from baxter's inventory and the channel b stop key was not working. The pumphead module housing with channel b keypad were replaced.

Event description:
Device #3 issue: needle-to-cuff miss. Time of device issue: during pre-closure technique. Adverse event: failure to achieve hemostasis and surgical intervention. It was reported that a physician trained in the use of the proglide device attempted a preclose suture placement technique in an unspecified vessel prior to an interventional procedure. The proglide devices were placed with the preclose technique for a percutaneous aaa procedure (off label use). Reportedly, the first proglide was placed successfully; however, a cuff miss occurred with the second proglide device. The second proglide device was removed and a third proglide device was placed with the same results in the preclose suture placement technique. The third proglide device was removed and fourth proglide device was placed successfully in the preclose suture placement technique. Reportedly, there was no calcium present and the pt was slightly overweight. The pt eventually required a cut down to repair the access site. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).